Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 -3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Ventilator was not returned to hmag. Log files of the device was received and analyzed. The log files showed that the device alarmed with technical fault (tf) 5509 and went immediately into ambient mode and showed tf 9907. The patient has not been harmed. Tf 5509 indicates that the inspiratory valve is defective. Tf 9907 indicates that there is a faulty communication between ipp (panel) and vup (vu). Inspiratory valve was replaced. Software test, pre-op, and functional checks were performed. This file reports the event stated in hamilton medical ag case number: (B)(4).

Event description:
Hamilton medical ag received the following event description:"customer had this vent go down on a patient with no patient harm. After tf 9907 the customer was unable to turn on the silence alarm and to turn the vent into standby mode. "